Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while trying to remove the catheter from the dispenser coil after flushing, the device got stuck and as a result, excessive force was applied which caused the catheter to fracture at the hub. The procedure was completed with another device.